Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 4 mg/ml dilaudid at an unknown dose, 400 mcg/ml clonidine at an unknown dose, and 7 mg/ml bupivacaine at an unknown dose via an implantable pump for non-malignant pain. It was reported that in (B)(6) 2018, the hcp could only fill the patient's pump to 36cc out of a 40cc pump. Then on (B)(6) 2019, when the patient came in, she could only fill 33cc. The hcp tried the negative pressure technique, and then could only get back 25.5cc. The hcp then filled the patient's pump back with the 25.5cc and could only get 13.5cc into the pump. It was believed the hcp had the needle in the reservoir and in the proper orientation. Additionally, it was noted the manufacturer's refill kit was being used, the kit tubing patency was checked, and the needle patency was checked. The needle was switched out, but the issue was not resolved. The hcp was to follow up with the surgeon for further instructions and program what was in the pump. No further issues were reported or anticipated.